Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one idrive ultra powered handle 1 opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No visual abnormalities were noted for the handle. During functional evaluation, the handle successfully powered up then the green handle status led began blinking followed a few seconds later by blue status lights, indicating an error. During electrical continuity testing, open traces were detected on the bldc board. This intermittent failure was confirmed by the presence of motor failure codes in the device memory. The root cause of the observed condition was determined to be a result of a component obtained from a third party supplier, and a product enhancement has been initiated to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during setup, when the adapter was attached to the handle, error lamps showed without self-check; both sides of status indicators lit blue, handle indicator lit green, adapter indicator was flashing green and white lamps turned off. New one was opened to correct the problem. No patient harm. No further information is available